Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported blood glucose level of 45 mm/dl. Customer consumed carbohydrates to resolve low bg levels. No additional product or even information is available.